Event description:
The facility states that the surgeon implanted a model aa4203tl intraocular lens, but the lens became damaged during delivery into the eye. The surgeon removed the lens without injury to the pt.